Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corners and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 156 mg/dl. The customer reported that the insulin pump had a crack on the screen. It was reported that there was a crack on the upper right side of the screen. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the healthcare provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).